Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the complaint. "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Pain, discomfort or abnormal sensations due to the presence of the device..." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product returned.

Event description:
On (B)(6) 2017, a patient underwent posterior spinal fusion at the t7-l2 levels. On (B)(6) 2017, a xray film indicated 4 screws loosening at the l1-l2 levels. A revision surgery was performed on (B)(6) 2017, to replace the loosened screws with screws with the larger diameter. No patient injury was reported.